Event description:
Voluntary medwatch received states that the right ventricular (rv) lead impedance exhibited high pacing impedance. No adverse patient effects were reported, and the clinician will continue to monitor the patient.